Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
During investigation, a review of complaint history, device history record, manufacturing instructions, and quality control documentation was conducted. Based on the information provided, the patient underwent evar on (B)(6) 2012 with placement of a zenith main body graft and two iliac leg grafts on (B)(6) 2014, the patient was transferred urgently to the hospital with a rupture. Two devices of another manufacturer were placed. The main body had migrated distally about 10 mm causing a type 1a endoleak that led to the rupture as of the last report, the patient was in the ICU. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. No imaging or patient anatomical information was provided without additional information, a definitive root cause cannot be established. The zenith device has completed design control requirements demonstrating that the device meets the specified requirements and that the requirements meet the needs of the user. Specifically, this device was evaluated in a clinical trial which assessed the occurrence of migration and endoleak. Additionally, radial force testing and migration resistance testing has been conducted. The IFU provides instructions for use, contraindications, warnings and precautions regarding the proper use of this device specifically, the IFU states "additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing an enlarging aneurysm, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures." As part of cook's quality system procedures, each complaint is investigated and as part of the investigation, risk is assessed, based on seventy, detect-ability and occurrence. Based on this analysis, action taken may include the following. Continued monitoring of similar events, corrective action or preventative action. The appropriate personnel have been notified. We will continue to monitor for similar events.

Event description:
On (B)(6) 2012: a male patient, who was (B)(6) years old when the event was reported, had undergone aaa repair with right fa approach. The patient was suitable for endovascular repair. One zenith flex main body and two iliac legs were implanted. The left iliac leg graft was placed in the cia and the right iliac leg graft was placed to the eia. There was no significant anatomical information provided. On (B)(6) 2014: the patient was transferred to the hospital urgently due to aaa rupture, then urgent evar was conducted on the same day; two excluder aortic extender devices (26 mm in diameter x 33 mm in length) from another manufacturer were additionally placed just below the lower renal artery. After the physician confirmed that there was no endoleak, the procedure was completed. According to additional information provided on (B)(6) 2014, the main body had migrated distally about 10 mm and it caused type 1a endoleak, which eventually resulted in aaa rupture. As of (B)(6) 2014, the patient is hospitalized in an ICU.